Event description:
Related manufacturer reference numbers: (B)(4). It was reported that the patient presented in emergency room with bradycardia. Upon interrogation, it was found that the pacemaker exhibited failure to interrogate via inductive telemetry. Chest x-ray was performed and showed pacemaker migration. The right atrial (ra) lead was suspected to be dislodged. The pacemaker was explanted and replaced. Patient condition was stable. New information received confirms that no leads were dislodged.

Event description:
Related manufacturer reference numbers: 2017865-2024-58102. It was reported that the patient presented in emergency room with bradycardia. Upon interrogation, it was found that the pacemaker exhibited failure to interrogate via inductive telemetry. Chest x-ray was performed and showed pacemaker migration. The right ventricular (rv) lead was suspected to be dislodged. The pacemaker was explanted and replaced. Patient condition was stable.